Event description:
The account alleged if the bed is bumped it will disengage from brake mode. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.